Manufacturer narrative:
(B)(4). Method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusions: other - cause of event cannot be determined. Analysis: based on the user facility medwatch, the product is not available for return. Device history review did not show any anomalies, and there are no defects reported on the finished good and subassembly historical information. There were no raw material or operator changes during the manufacturing of this lot of product. Conclusion: based on the limited information available at this time, no cause for the event can be determined. In addition, further investigation is pending. Upon receipt of additional information and/or completion of our investigation, a supplemental report will be filed.